Event description:
It was reported that a new ilet user experienced elevated blood glucose after struggling for several hours to perform a supply change, which was resolved with customer care guidance. The event involved an infusion set and cartridge, with the infusion set deployed incorrectly or the connector not attached correctly, and the user used subcutaneous insulin via pen during the episode. Symptoms included hyperglycemia peaking at 331 mg/dl. Outcomes included temporary interruption of therapy requiring troubleshooting and education. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user difficulty with infusion set deployment and connector attachment leading to inadequate insulin delivery, consistent with use error related to the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and supply change.